Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the storage space was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a failed storage space. A field service engineer ran the hardware testing application and addressed the issue of double-clicking latches. The latches were remediated, but the problem persisted. A field service engineer replaced the door controller board and conducted tests, resulting in all doors opening and functioning properly. The customer ran the hardware testing application and tested all doors. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the storage space was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.